Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that their speaker was not producing audio. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A philips remote service engineer (rse) talked to the customer to resolve the issue. The rse confirmed that there was a speaker issue and along with the customer found that the speaker cable had been disconnected. The issue was resolved by the customer when they plugged in the speaker.